Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Customer reported no delivery alarm on the insulin pump. Customer declined troubleshoot for high blood glucose. Advise customer of the no delivery being an occlusion and due to the set change it fixed the issue. The insulin pump will not be returned for analysis.